Event description:
It was reported that a patient underwent repair of a perineal laceration on (B)(6) 2021. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail what is the most current patient health status and condition?